Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (batch no. A96179) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine. Essure confirmation test revealed that everything was in the proper place. Concurrent conditions included seizures. Concomitant products included dichloralphenazone; isometheptene; paracetamol (midrin), levetiracetam (keppra) and topiramate (topamax). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines") and headache ("headaches"). In 2017, the patient experienced night sweats ("night sweats"). In (B)(6) 2018, the patient experienced fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced anxiety ("anxiety"), depression ("depression"), nervous system disorder ("neurological conditions or problems"), glaucoma ("glaucoma suspect"), cyst ("cysts"), adhesion ("adhesions") and back pain ("back pain"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, anxiety, nervous system disorder, glaucoma, cyst, adhesion, back pain, vaginal haemorrhage and menorrhagia outcome was unknown, the depression and fatigue had resolved and the migraine, headache and night sweats was resolving. The reporter considered adhesion, anxiety, back pain, cyst, depression, fatigue, glaucoma, headache, menorrhagia, migraine, nervous system disorder, night sweats, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, migraines, depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (batch no. A96179) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine. Essure confirmation test revealed that everything was in the proper place. Concurrent conditions included seizures. Concomitant products included levetiracetam (keppra), topiramate (topamax) and tropicamide (midrin m). On (B)(6) 2013, the patient had essure inserted. In august 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines") and headache ("headaches"). In 2017, the patient experienced night sweats ("night sweats"). In january 2018, the patient experienced fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced anxiety ("anxiety"), depression ("depression"), nervous system disorder ("neurological conditions or problems"), glaucoma ("glaucoma suspect"), cyst ("cysts"), adhesion ("adhesions") and back pain ("back pain"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, anxiety, nervous system disorder, glaucoma, cyst, adhesion, back pain, vaginal haemorrhage and menorrhagia outcome was unknown, the depression and fatigue had resolved and the migraine, headache and night sweats was resolving. The reporter considered adhesion, anxiety, back pain, cyst, depression, fatigue, glaucoma, headache, menorrhagia, migraine, nervous system disorder, night sweats, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 27-nov-2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, migraines, depression quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 13-may-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (batch no. A96179) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine. Essure confirmation test revealed that everything was in the proper place. Concurrent conditions included seizures. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), depression ("depression"), migraine ("migraines"), headache ("headaches"), nervous system disorder ("neurological conditions or problems"), glaucoma ("glaucoma suspect"), fatigue ("fatigue"), cyst ("cysts"), adhesion ("adhesions") and back pain ("back pain"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, anxiety, depression, migraine, headache, nervous system disorder, glaucoma, fatigue, cyst, adhesion and back pain outcome was unknown. The reporter considered adhesion, anxiety, back pain, cyst, depression, fatigue, glaucoma, headache, migraine, nervous system disorder and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, migraines, depression. Most recent follow-up information incorporated above includes: on 2-may-2019: pfs and medical record received. Reporter's information and lot number was added. Event injury was deleted. Events added: anxiety, depression, migraines, headaches, neurological conditions or problems, pelvic pain, glaucoma suspect, fatigue, cysts, adhesions, back pain. Medical history was added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.